Event description:
Doctor completed a lap colon resection. Doctor did not see anything come off any instrument during procedure. The needle holder was examined after procedure pre-disinfection/sterilization, and found to be missing distal tip of inside jaw. Doctor informed patient, and told him that the piece (5-7mm in length, 3.5mm thick), presented no risk due to small size. Patient elected not to have an x-ray. The hospital could not confirm whether instrument was used or whether a piece came off during procedure.